Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. From saturday (B)(6) 2022 until monday (B)(6) 2022, the patient¿s cgm values remained between 100 mg/dl and 200 mg/dl. It was not confirmed when the patient started to vomit and experience other unspecified symptoms. The patient went to the emergency department accompanied by his grandparents. Upon arrival to the emergency department (ed), a bg was performed which was 700 mg/dl. The patient was treated with IV insulin and admitted to the intensive care unit (ICU) for one day. The patient was released and recovered at home. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.